Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2009, the patient presented with a small, 5 to 6mm mesh erosion that is fairly circular at the vaginal cuff on (B)(6) 2009. The patient underwent a mesh procedure (date unknown), where the physician grasped the mesh with forceps and circumferentially excised the area until all the mesh was removed. The physician then grasped the vaginal edges and undermined them, so that approximately 3mm of more mesh around the vaginal edge could be removed. As a result, this reportedly allowed "excellent" mobilization to the vaginal edges. Reportedly, the patient's erosion was resolved on (B)(6) 2009, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: part of an investigator-sponsored research trial, sponsored by (B)(6).